Manufacturer narrative:
The manufacturer is attempting to acquire the system controller for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device was returned for evaluation 1/16/2015. The system controller was returned to the manufacturer for evaluation. The investigation confirmed the report of pump stoppage and yellow wrench advisory. The data log file contained low battery hazard alarms and power saver mode activated where the system controller lost external power and the backup battery was in use. In the next event the motor was stopped and the backup battery was uninstalled. This sequence of events indicates that the 14 volt batteries and the backup battery had been completely depleted, stopping the pump for an unknown amount of time. After reconnecting power to the system controller, the yellow wrench advisory remained active due to the clock not being set. The alarm cleared following the clock being set. The returned system controller was functionally tested and found to operate as intended during analysis. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called to report a yellow wrench alarm with the clock symbol on the display screen. The patient brought the system controller into the hospital for evaluation. In the hospital, the patient explained that he had gone to sleep and woke up in the morning with chest and abdominal pain. At that time, the pump was off and no alarms were heard. The history interrogation confirmed that the pump had stopped. The patient then placed himself back on batteries and the pump restarted. The history log also noted to replace back up battery. The patient was symptomatic through this course and had driven himself to the hospital. Parameters were within normal limits. The history log also notes an entry to replace the back up battery. The system controller was exchanged with another system controller. The data log file was submitted to the manufacture for review where 4 events of low voltage hazard were captured. The alarms appeared to be due to low battery, causing the system controller to go into power saver mode and enabling the emergency back-up battery. The motor stopped when the battery became zero and restarted after changing the battery. The control clock reset due to loss of power.